Event description:
Adult male had undergone a remote left patellofemoral arthroplasty, involving a rotating bearing type several years ago. He has always had some minor mechanical symptoms in the knee that were thought to be due to the prominence of the lateral portion of the trochlea. Follow-up knee total arthroplasty involving a left knee patella revision revealed some light metallosis staining throughout the joint associated with early metal-on-metal wear of the patella and the polyethylene liner was found to have worn through in the lateral facet. The patella, which had been cemented, was worked loose from the cement-bone interface and delivered. There was evidence of early wear of the metal-backed polyethylene patella and patellar button. The knee was irrigated, a subtotal synovectomy was performed with a synovectomy in the medial gutter, suprapatellar pouch and lateral gutter as well as anteriorly. Bone quality of the patella was still excellent so a sizer device confirmed that a large plus patella would fit. The implant was prepared, cemented, the knee was flexed to 90 degrees and the cement was allowed to set. Post implant and trial confirm gravity full extension, flexion to 130 degrees with excellent tracking. The knee was closed and the patient was transferred to the orthopedics unit. Side note: progress record shows that shortly after the follow-up revision surgery, the patient fell in the pt room (shower) and opened 2cm of the incision, which were closed with steri-strips and sterile dressing.======================manufacturer response for patella component, depuy ortho======================during surgery, the component was removed and inspected by both the surgeon and sales representative. Both believed it to be a failure of the component. Representative wanted the component to be sent back to the manufacturer, however, at this time the risk management department has to go through its review.